Event description:
It was reported that during an lar procedure, when the device was fired to excision of the rectum on laparoscope, the staple malformed and could not cut completely. Therefore, the doctor changed the procedure to laparoscopy and cutting with another device and recovered. There is no problem for the condition of the pt. The doctor commented that the tissue which was sandwiched the device was so thick that it may be difficult to cut. Another like device was used.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.